Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine device interrogation as device was nearing eri. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The device was explanted and replaced on (B)(6) 2016 due to normal elective replacement indicator.